Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, crease fold, wear abrasion, opening. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Identify a striated edge opening. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. A striated edge opening on posterior side assessed as surgical damage.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side numbness, tingling, rupture and exchange. The device remains implanted.